Manufacturer narrative:
Additional information was received that the reported event involved a non-ge product. The initial MDR was, therefore, not reportable. Additional information was received that the reported event involved a non-ge product. The initial MDR was, therefore, not reportable.

Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The soda lime canister was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported a system leak greater than 4.5lpm which could cause a loss of mechanical ventilation. There was no report of patient involvement.